Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is expected but has not yet been returned to fisher & paykel healthcare in (B)(4) for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas intlet port of a rd900 neopuff infant resuscitator had snapped off. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at our fisher & paykel healthcare (f&p) service center in irvine, california where it was inspected by a trained f&p technician. The monometer of the complaint rd900 neopuff infant resuscitator was replaced and sent to f&p in new zealand for evaluation. Our investigation is based on the information obtained during service at the service center and evaluation of the monometer at f&p new zealand. Results: the inspection at the service center confirmed that the gas inlet port was damaged. Also, during the performance test of the device, it was identified that the monometer was out of specification. The evaluation of the monometer at f&p new zealand confirmed these findings. Conclusion: it is most likely that the damage to the neopuff and the monometer being out of specification were both caused by physical impact. The neopuff unit is a portable reusable device which can be susceptible to impact damage. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged the manometer and valve system should be performance tested. All neopuff devices are assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. Any unit that fails is rejected. We note that the subject neopuff device is approximately thirteen years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The complaint rd900 neopuff infant resuscitator was serviced, performance tested and returned to the customer after it passed all required performance checks.

Event description:
A hospital in new york reported that the gas intlet port of a rd900 neopuff infant resuscitator had snapped off. No patient consequence was reported.